Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump's usb port was loose, and the pump battery intermittently could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle. Reportedly, the usb charging port of the pump was blocked with debris. The customer cleared the particles from the usb port. The customer declined to troubleshoot or provide additional information regarding the issue.